Event description:
It was reported that a tibial articular surface provisional instrument fractured on an unknown date. There was no patient involvement and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) provisional bottom. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00537; 0001822565-2023-00539. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured off. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.